Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected ¿from the patient's surgically implanted catheter¿ (no further detail). This occurred during dwell five of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The cause of the disconnection was unknown. The nurse discontinued the treatment and placed the transfer set back onto the catheter and capped it off with a minicap. Renal therapy services (rts) assisted the nurse in ending the therapy and advised to reach out to the doctor to check the transfer set to see if it should be replaced. Rts reviewed proper procedures per the user manual with the nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.